Event description:
It was reported that during a procedure, 2 k-wires fractured; one had fragment retained by the patient and one did not. No fragments of this device were left in the patient. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
CMP-1032325This MDR is submitted late after remediation efforts and a retrospective review of complaint reportability. D4: Attempts have been made to gather all product identification information, and no further information has been provided. The reported event was confirmed via examination of provided photos. The device was fractured. A review of the device history records was unable to be performed as lot number was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer Biomet will continue to monitor for trends.